Event description:
It was reported that the patient stated that their device was explanted and replaced due to a malfunction. Follow up could not be obtained to confirm the "malfunction". No patient complications have been reported as a result of this event.